Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident was 100 mg/dl. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump and the display returned. The customer received a new battery cap but the blank display issue persisted; every time the insulin pump alerted weak battery the device would turn off or the screen would go blank for approximately fifteen minutes. If the customer unscrewed and rescrewed the battery cap or tapped the side of the device then the display would return. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump was returned and replaced.

Manufacturer narrative:
No unexpected weak battery, blank display or off no power anomalies/alarms were noted during testing. The pump passed the self test, off no power, unexpected restart, displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery alarm tests. The operating currents were within specification. The pump had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.